Event description:
It was reported the bd ultra-fine¿ insulin syringe's had scale marking issues. The following was received from the initial reporter: parent is reporting a discrepancy with the scale markings. Stated, the first line is positioned at different starting points on the barrel, from syringe to syringe. Stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1. Stated, she does not use the syringes that are questionable.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06-nov-2023. H.6 investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot numbers 3086653 and 2353349. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3086653. D4. Medical device expiration date: 30apr2028. H4. Device manufacture date: 27mar2023. D4. Medical device lot #: 2353349. D4. Medical device expiration date: 31jan2028. H4. Device manufacture date: 19dec2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ insulin syringe's had scale marking issues. The following was received from the initial reporter: parent is reporting a discrepancy with the scale markings. Stated, the first line is positioned at different starting points on the barrel, from syringe to syringe. Stated, she is concerned she will draw up too much insulin or too little insulin for her minor child who is a type 1. Stated, she does not use the syringes that are questionable.